Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the thermostat on the cooler heater unit was not reading temperature accurately, it was off by two degrees. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) will order replacement parts, repair and unit will be brought to manufacturers specifications before being returned to the customer.